Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of the device. Visual and functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. If information is provided in the future, a supplemental report will be issued.

Event description:
The rotation collar was breaked. When was the problem noticed: prior to use patient involvement? No. Patient injury? No. Patient information: n/a. What is the current condition of the patient? N/a. Medical intervention required? No. Was surgery time extended by 30mins or more? No. Was product tested prior to use? Yes. UDI number: n/a. Additional information received on 1/26/2017. 1. When did the breakage occur? A) during articulation? B) during firing? During firing .2. Did the device fire the full linear range of the reload? No. 3. Did the device partially fire? No. The user cannot fire at all. 4. Was there poor staple formation? No. 5. Was the staple line incomplete? No, a) if yes, how was the incomplete staple line fixed (over sewed, resected + re-stapled, conversion to open procedure, etc.)? B) if the staple line was over sewn or tissue was resected, was this done to preclude permanent impairment to a body function or permanent damage to a body structure? C) was a new stapler fired over the original staple line or did additional tissuehave to be transected to complete the procedure? 6. Did the jaws of the device get stuck and lock on tissue? No. A) if yes, how was the instrument removed from tissue (cut off, pried off with an additional tool, they were able to work it off the tissue, etc.)? 7. Can you confirm that product is available and will be returned for evaluation? Yes. 8. Could you please provide the UDI# (see attached, red box) for the handle used in the procedure? Unknown. 9. What is the product ID and lot number for the reload used with this stapler? If the customer cannot supply the product ID or lot number, was the reload a universal roticulator sulu, a straight sulu, or a tri-staple reload universal roticulator sulu. 10. Could you please provide the UDI# (see attached, red box) for the reload used in the procedure? Unknown. 11. Was any reinforcement material used in conjunction with the stapling device? No. A. If yes, what was the brand of the reinforcement material used? B. What was the item code and lot/serial number of the reinforcement material? C. If a reinforced reload was used, was the reload dipped in saline prior to use? A. If yes, for how long? 12. What surgical procedure was being performed? Lar. 13. What was the date of the procedure? (B)(6) 2017. 14. What is the patient age, weight, gender, race, ethnicity, or patient identifier (i.e. Initials or ID number, not the full name of the patient)? Unknown. 15. Did any device component fall into the cavity of the patient? No. A) if yes, which piece fell in and how was it retrieved? 16. Are any photos of the device available? No. Additional information received via email from (B)(6). 8. Could you please provide the UDI# (see attached, red box) for the handle used in the procedure? The user cannot report. 9. What is the product ID and lot number for the reload used with this stapler? If the customer cannot supply the product ID or lot number, was the reload a universal roticulator sulu, a straight sulu, or a tri-staple reload? Universal roticulator sulu 10. Could you please provide the UDI# (see attached, red box) for the reload used in the procedure? The user cannot report.